Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During servicing of this unit , the field service engineer (fse) found that the unit is failing with 35 volt failure error. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
The field service engineer (fse) replaced the replaced primary speaker, motor control board. And power management board. Failure analysis on the returned power management (pm) board and motor controller (mc) board shows that the j4 pin a2 (35v) bent shorting to pin a1 (gnd) on the (mc) pcba created, 111b, 1115, 1201 and 1104 error codes.